Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged going to the hospital and being diagnosed with emphysema and lung disease. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged going to the hospital and being diagnosed with emphysema and lung disease. Medical intervention was not specified. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged going to the hospital and being diagnosed with emphysema and lung disease. Medical intervention was not specified. The reported event emphysema, lung disease and its reported severity was reviewed by the manufacturer's clinical expert. This event is assessed as not related to the device in this case. Based on the information available, the manufacturer concludes no further action is necessary. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report: type of investigation, investigation findings, investigation conclusions and health effect - clinical code to reflect the complaint changing from a harm to a no harm.